Event description:
Boston scientific received information that during a device follow-up, this left ventricular (lv) lead exhibited loss of capture, even at high pacing outputs. The lead was reported to be dislodged and the patient was hospitalized. The lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.